Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: manufacturing location, PMA / 510(k)#. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a failure to detect patient side occlusion could not be confirmed. Log review and testing could not identify or replicate the reported issue. The suspect pump module was set for a test infusion (rate of 500 ml/hr, vtbi of 1000 ml). The test finished without alarming for patient side or bottle side occlusion. Voltages for the bottle side pressure sensor were found to be within specification when pressed and released. A preventive maintenance (pm) test was performed through alaris system maintenance (asm) passing all tests indicating the device is within specifications. Review of the suspect pump module and concomitant devices error logs showed no records relevant to the reported incident. A review of the concomitant pcu event log showed that on 21nov2025 at 5:28 am, the channel received a remote IV message for a new infusion with a rate of 25ml/hr and a volume to be infused (vtbi) of 50ml. The user started the infusion. The primary volume infused (pvi) was recorded as 0ml. At 6:23 am, the user updated the vtbi to 8ml. The pvi was recorded as 22.848ml. At 6:42 am, the infusion completed with keep vein open (kvo) alarm. The pvi was recorded as 30.859ml and the unit was channeled off. At 9:39 am, a remote IV message for a new infusion with a rate of 250ml/hr and a vtbi of 500ml. The user started the infusion. At 11:18 am, the channel alarmed for bottle side occlusion and the user restarted the channel. The pvi was recorded as 444.517ml. At 11:39 am, the infusion completed with kvo alarm. The pvi was recorded as 530.917ml. At 11:43 am, the user programmed and started a new infusion with a rate of 250ml/hr and a vtbi of 100ml. At 12:07 pm, the infusion completed with kvo alarm. The pvi was recorded as 632.22ml. The user programmed and started a new infusion with a rate of 250ml/hr and a vtbi of 350ml. At 12:15 pm, the user programmed a 60 minute delay. At 1:14 pm, the user channeled off the unit. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the pump failing to detect a patient side occlusion could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not detect the clamped line occlusion on patient side. As a result, the pain medication was not delivered. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not detect the clamped line occlusion on patient side. As a result, the pain medication was not delivered. There was patient involvement but no harm.